Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Most likely underlying root cause still pending of investigation completion note: manufacturer contacted customer in a follow-up call on 6-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who states the new syringes he received some of the caps seem to be stuck on the barrel of the syringe. Customer states it is difficult to uncap some of the syringes.

Event description:
Consumer reported complaint for syringes stating that the needle bent on 4 syringes and some of the syringes it was difficult to remove the cap and believed they had glue or clear plastic where the cap of syringe meets the syringe barrel. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the syringes. The product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 01/29/2023.

Manufacturer narrative:
Sections with additional information as of 09-feb-2021: d10/h3/h6: products were returned for evaluation. Visually inspected returned syringes (2). Needle showed signs of being bent. Defect found and root cause selected. Root cause rc-076 added mishandled by the end user. Mechanical stress-handling.